Manufacturer narrative:
This report is submitted june 5, 2018.

Event description:
Per the clinic, the patient experienced poor performance with the device. It was reported that the electrode array was partially inserted in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and reimplantation with another manufacturer's device was attempted on the same day, but failed. It is unknown if there are plans to reimplant the patient as of the date of this report.